Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. Visual inspection revealed that the jaws were slightly burnt. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device would not activate during the test. Based upon the functional test, the reported failure "device would not cauterize" is confirmed. A lot history record review was performed and there was no nonconformance that could have caused the reported failure mode. This failure mode is currently being investigated in our CAPA process. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 stopped working halfway through the case. They switched the cord but the device didn't activate. A replacement unit was used to complete the procedure the hospital did not report any patient effects. The product is returning.